Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510k number for the e-luminexx vascular stent products is identified in common device name and PMA/510k. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was still loaded in the catheter. The delivery system was detached from the handgrip at the level of the guiding tube connector/conversion tab but the t-luer was still secured in the slider and the slider was displaced proximally showing there was activation using the trigger. It is considered that the detachment of the delivery system from the handle led to the eventual failure to deploy the stent using the trigger which leads to confirmed results for detachment and failure to deploy the stent is considered a cascading event. Based on available information and evaluation of the returned sample, the investigation is confirmed for detachment and failure to deploy the stent is considered a cascading event. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to device warnings, the instructions for use states "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instruction for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. Expiry date: 02/2025.